Event description:
Reporter called to report that he received a letter from exactech notifying him that both of his shoulder implants may be subject to product quality issues that may pose health risks. Reporter had both equinoxe shoulder prostheses replaced in 2021 (right shoulder in (B)(6) and left shoulder in (B)(6). Both of his shoulders were initially implanted with exactech equinoxe systems in (B)(6) 2019. His left shoulder became infected approximately one month from first surgery starting with a burning sensation and required medication. Reporters present shoulder systems includes a reverse configuration in his right shoulder and a standard configuration in his left shoulder. His left shoulder continues to have a burning sensation but presently with no infection. Reference report: mw5152566.